Event description:
The customer reported that during the procedure, an end tone, indicating a completed seal cycle, was heard, but oozing occurred. The surgeon stated that the device had gradually become less effective during the procedure and finally would not work at all. A new device was used to complete the procedure without incident. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.